Event description:
Our rns utilize heel warmers in nicu prior to sticking the infant. Some of the rns noticed that the warmers seemed "too hot". Our biomedical engineering dept was asked to test the warmers an their testing with a calibrated themometer measured a temp of 115.5 degrees. Product information for this device lists a maximum temp of 105 degrees.